Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 300-500 (mg/dl) range. Customer administered correction boluses to treat elevated bg levels. Reportedly, the customer thinks the pump settings contributed to elevated bg levels and declined any further troubleshooting on the reported event. Recommendation was made to consult with health care provider to discuss diabetes management.